Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory initially communicated on (B)(6) 2007, reached elective replacement indicator (eri) with a monitoring voltage measurement that within a matter of a few weeks, went from 2.67 volts to 2.65 volts and charge time measurement went from 23.3 seconds to 17.2 seconds. The physician planned to explant the device immediately. The associated medical personnel thought the charge time had dropped too fast. There was no report of an adverse patient effect.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Analysis of this device concludes investigation. If new information becomes available, this report will be further evaluated and updated.